Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2021. Reporter telephone number: (B)(6). Manufacturer telephone number: (B)(4). The intraocular lens (iol) is not returning for evaluation as lens is not available; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient, left eye had an intraocular lens (iol) that was explanted due to surgeon stating there was a refractive surprise following the first implantation surgery. The patient was temporarily impaired. Visual acuities provided as 20/25-2 pre-op, 20/200 post-op, with first implant and 20/25 post replacement surgery. There was no medical or surgical intervention required outside of the normal post-operative treatment. Patient was reportedly doing very good when discharged. No further information received.